Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction with unspecified mentor saline breast implants and experienced postoperative right-sided breast pain and deflation. The patient reported that she is dissatisfied with her current appearance. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly omitted from the previous supplemental report. Correction: during the patient's bilateral explantation, they received a 450cc mentor memorygel breast implant on the left side (catalog number 3504501bc, serial number (B)(4) and a 325cc mentor memorygel breast implant on the right side (catalog numbeer 3503251bc, serial number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The patient's impacted device, an unspecified 325cc mentor saline breast implant, was explanted on (B)(6) 2019. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, mentor became aware of a detail that was mistakenly submitted in the initial report. Section d1 has been updated to "unknown saline implant". Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, a leakage was noticed at the anterior view, measuring appropriately 0.4 cm. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Manufacturer's reference number: (B)(4).